Event description:
A employee from our customer reported to us that during a surgery procedure it was observed that both devices were bent and one of them was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.